Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that there was an o-ring on the pneumatic tap. The customer removed the o-ring from the pump and reloaded the cartridge. Subsequently, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to manual injections for insulin therapy. Customer's blood glucose was 109 mg/dl.